Event description:
It was reported the patient suffered a fall a few months ago and since has not received stimulation. The ipg was unable to communicate with the external devices. A sjm representative confirmed the issue. A replacement charging system was sent to the patient which did not resolve the issue. Follow up information identified the physician confirmed the ipg is inoperable. The last time the patient recharged was in late (B)(6) 2014. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.